Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 25 jan 2024 from the home therapy nurse (htn) of a 66 year old male patient with a medical history including diabetes and end stage renal disease, who stated the patient experienced an adverse event during a home hemodialysis treatment on (B)(6) 2024. Additional information was provided on 06 feb 2024 from the htn who stated the patient became unresponsive towards the end of his hemodialysis treatment. Cardiopulmonary resuscitation (CPR) was initiated with return of an irregular unspecified heart rhythm and the patient was transported to hospital where they expired. The htn stated the cause of death was fatal cardiac arrhythmia.